Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a piece from the lock syringe stuck at the top of the cysto-nephro videoscope. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, d10, h4. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, possible cause of the piece from the lock syringe being stuck at the top of the scope could be due to deformation problem. The most probable cause is traced expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.